Event description:
The company received a report where it was claimed that the 15mm connector came loose from the product during patient use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing plant for investigation. If significant information is obtained from the investigation, a supplemental report will be provided.